Event description:
This lead was implanted on (B)(6) 2011, and remains implanted at this time. Information received on (B)(6) 2013, during routine device check, states there were episodes of far-field r wave oversensing logged as af. The physician was dr. (B)(6). The facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).